Manufacturer narrative:
Aquacel/ aquacel ag surgical cover dressing. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2)  potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a patient developed blistering within one week while using the aquacel dressing after a total knee arthroplasty and was readmitted to the hospital. No further patient or treatment details were provided.